Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned hi-torque supra core guide wire found no blood visible, suggesting the wire had been wiped down prior to return. There was contrast on the coils. There was a bend in the distal core causing the tip coils to be in a hook shape, which may be consistent with handling or tip shaping prior to use. There was a bend in the core 17.5 cm proximal to the butt solder joint. The ribbon coil at the proximal solder joint was un-wound. The tip of the un-wound coil was bent over. There was no other damage noted to the coils. The catheter used in the procedure was not returned. The outer diameter of the guide wire was measured and met the manufacturing criteria. The un-wound coils were measured and did not met manufacturing criteria. During functional testing, the tip was tugged on to confirm that the core was intact. The guide wire was advanced through a new catheter and resistance was felt at the proximal solder joint due to the damaged coils. In this case, the reported irregular texture (edge) appears to be the un-wound ribbon coil at the proximal solder joint. Potential causes for this type of coil damage prior to use include, but are not limited to, manufacturing, damage during shipping/handling, removal technique from the packaging, and/or during preparation. The device was used with the irregularity; the supra core instruction for use (IFU) states: prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged wires. Using a damaged wire my result in vessel damage and/or inaccurate torque response. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there has been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported resistance is likely the result of the damage to the ribbon coil at the proximal solder. Manufacturing inspects guide wire tips after they are loaded into the dispenser, and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). Evaluation summary: scanning electron microscopy (sem) analysis suggest the proximal ribbon coil exhibited detachment at the proximal solder. Mechanical damage was present on the proximal solder and the detached coil. Solder was detected on both the detached and of the coil and proximal solder area. Mechanical damage may have contributed to the coil detachment.

Event description:
It was reported that during device preparation it was noticed that the distal part of the wire did not feel smooth, it felt irregular, like it had an edge. Although the irregularity was noted, the guide wire was used in the anatomy. Resistance was met while advancing a balloon catheter over the guide wire, however, the procedure was completed with a good result. There was no resistance noted during removal of the balloon from the guide wire; the devices were removed from the anatomy separately. There was no reported adverse patient effect. No additional information was provided. Device analysis revealed there were coils at the proximal solder joint that were un-wound [detached]. The tip of the un-wound coil was bent over.